Manufacturer narrative:
Weight:unk. Ethnicity:unk. Race:unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6 mm, vticm5_12.6, -12.00/2.00/90 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a non toric lens due to lens rotation not associated to a low vault. This exchange resolved the problem.

Manufacturer narrative:
Device code 1494: off-label use (under 21yrs of age at date of implant). Device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue on the lens. Visual inspection found no visible damage to the lens and residue on the lens. Claim#: (B)(4).